Event description:
Boston scientific received information that approximately one week post-implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, out of range shock impedances were observed. The suspected cause was a connection issue. No reported changes were made to programming at the time. Approximately one week later, the pt was seen again for a device check. Upon interrogation, an out of range impedance error was still observed as well as a charge time error. Boston scientific engineering discussed the error codes with the physician and noted the charge time error occurred at implant as a result of the electrode impedance test and when the device is dumping down to charge up for the test. The causer of the high impedance error is unk at this time, however it may be related to the charge time error condition as this behavior has been seen during in-house bench testing on similar devices. Engineering noted that if the high impedance error was connection-related, it would be expected that both the positive and negative test portions would have out of range measurements. In this case, only the positive portion of the impedance test was coming back out of range. Engineering recommended doing a lateral x-ray to assess connection. No adverse pt effects were reported.

Manufacturer narrative:
At this time, no additional information is available. The investigation is pending additional information requested of the field.